Manufacturer narrative:
Explant was reported due to insufficiency and degeneration of the valve. The investigation found that there was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter. Leaflet 3 also had fibrous pannus on the outflow surface of the leaflet. Leaflets 1 and 3 contained tears. Leaflet 3 was folded. Leaflet 2 contained a calcification. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a 27mm trifecta valve was implanted. On (B)(6) 2020, the trifecta valve was explanted, because the echo showed insufficiency and degeneration of the valve.